Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. Neither the fault reported by the customer could be verified nor another fault was found with the device upon evaluation. However, it was found that the tamper-proof seal was missing, not affecting functionality. The device was cleaned, tested and found to be fully functional. The missing tamper-proof seal is an indication that someone not authorized has opened the device. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined, however it is possible that the reported failure may have occurred due to a fault with one of the accessory devices used along with the pump-shaver box. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit fms vue pump-shaver box, presented excessive pressure. Per service manual operational and diagnostic, the reported failure was no confirmed.   During evaluation, the reported issue cannot be duplicated. Additionally, no other fault was found. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be determined. As a potential cause cannot be associated to manufacturing; therefore, a manufacturing record evaluation is not required.   At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. H10: upon complaint review, it was determined that the investigation summary needed to be updated as follows to reflect the correct information: the device was received and evaluated at the service center. Neither the fault reported by the customer could be verified nor another fault was found with the device upon evaluation. However, it was found that the tamper-proof seal was missing, not affecting functionality. The device was cleaned, tested and found to be fully functional. The missing tamper-proof seal is an indication that someone not authorized has opened the device. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined, however it is possible that the reported failure may have occurred due to a fault with one of the accessory devices used along with the pump-shaver box. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: upon complaint review, it was determined that the arcr in the event description on the initial report stands for arthroscopic rotator cuff repair surgical procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that three other devices were used in the same surgical procedure when the event occurred but without allegation on them. These devices were micro tornado hp w/ handcontrol, foot pedal (fms vue/nextra) and remote control (fms vue/nextra).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The serial number is unknown.

Event description:
It was reported by the affiliate that the arcr surgery was performed on (B)(6) 2019. During the surgery, first, the surgeon connected the fms tube into the fms vue pump. Then, it was reported that the surgeon recognized the leakage was noted at in-flow tube (at upper part of fill chamber). Therefore, the surgeon replaced the in-flow tube (p/n: 284508, lot number was unknown). Then, when the surgeon resumed irrigation flow, the pump became unstable. Although decreasing the pump pressure to 20, automatic pump pressure was increased, so that the surgeon stopped using the reported device. The surgery was complete by using alternative device. It was brand new and the first use when the issue occurred. There was less than 30 minute surgical delay and no harm to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: the device was returned on 5/13/19 and will be evaluated . UDI:(B)(4).